Event description:
The following was involved in this event: bone qlty type IV, primary stability not achieved, inadequate bone quality / quantity.

Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2019 in the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with bone type IV and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and inflammation. No further patient complications w